Manufacturer narrative:
This complaint is related to (B)(4)/ medwatch #1828100-2019-00073.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the potassium (k+) values were abnormal. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint could not be verified. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2019, the potassium (k+) value was abnormal. It is not known at what point during the procedure this inaccuracy occurred. The corresponding lab k+ values are not available. It is not known if the calibration was completed with the k+ code entered into the blood parameter monitor (bpm). The team did not exchange the bpm. They continued the procedure with independent laboratory assessment of k+. There was no delay in the surgical procedure. There was no harm or blood loss associated with the event.